Event description:
As reported: "50mm mantis hex rad rod #48486050 was placed on 90degree rod inserter #48480091. Rod was initially put in through the s1 screw and up through l5 screw. The mantis blocker was put on the screw at the l5 level and slightly tightened. In order to get the blocker in at the s1 screw, the rod inserter that was holding the rod needed to be forced down in order to allow it to accept the blocker, and during the insertion of the blocker, the hex portion of the rod broke off inside the rod inserter. So hex piece was removed and will be sent in after this per is finished."

Manufacturer narrative:
Method: visual inspection, complaint history analysis, micrographic analysis, risk assessment. Result: after visual inspection, the broken hex tip confirmed the reported event. The lot number of the mantis hex rod is unknown. Review of complaint history: 2 previous records have been received regarding mantis rod hex tip breakage. During investigation of previous complaint, an hex tip fragment was analyzed by an external laboratory but no micrographic structural defects were observed. The three reports were from the same surgeon. There was no adverse consequence reported to the patient as a result of this event. Conclusion: the breakage is the result of the user applying excessive cantilever force to the rod with the rod inserter. During normal usage, mantis hex rods can resist up to 16.9nm of cantilever force with the 90 degree rod inserter.